Event description:
It was reported that no communication could have been established between the orchestra plus link and the implant since the moment when the orchestra plus link was provided to the physician regardless of its position (even at 30 cm of the implant, the opposite shoulder). It should be noted that there was no problem of communication when the implant was still in the box. Preliminary analysis of the provided programmer files showed that rf communication could not be established because of bad rf environmental conditions, probably during the transfer to the physician. Programmer, ICD, and orchestra plus link head behaved normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no communication could have been established between the orchestra plus link and the implant since the moment when the orchestra plus link was provided to the physician regardless of its position (even at 30 cm of the implant, the opposite shoulder). It should be noted that there was no problem of communication when the implant was still in the box. Preliminary analysis of the provided programmer files showed that rf communication could not be established because of bad rf environmental conditions, probably during the transfer to the physician. Programmer, ICD, and orchestra plus link head behaved normally.